Event description:
It was reported that 3 days after programming of his dbs system, the patient was using a headset used for voice recognition on his computer and his right hand started to tremor. The tremors stopped when he discontinued use of the headset. The patient had also been experiencing more stress than normal since the programming. The patient planned to see his follow up physician on 2013 (B)(6). Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3389s-40, lot# va02brf, implanted: 2013 (B)(6); product type lead. (B)(4).